Manufacturer narrative:
The devices involved in this event have not been returned for eval.

Event description:
While removing the coil from the dispenser, the coil implant was noted missing from the pusher assembly. The device was not used in the pt.